Event description:
It was reported by the customer, the doctor was performing a breast biopsy. It was reported the doctor made the skin incision, advanced the probe to position 3, cocked the probe, and tried to close the sample knotch the rest of the way and received an l3-017 error. The doctor backed out the probe, repositioned the probe, advanced the probe to position 3, recocked the probe, tried to advance the probe to close the sample knotch the remainder of the way and received another l3-017 error. The customer straightened the cabling and made sure there wasn't any kinking in the cabling. The doctor tried a second probe, repeated the same process as described above and received another l3-017 error. The doctor decided not to use the mammotome system and used a bard handheld with a 14 ga needle to complete the case with no patient consequence. The customer tested the torque of the probe by removing the gray sleeve of the green cable and turning the metal spline easily. The customer says the above process is the same she has always used in previous cases and didn't have any problems. The customer insisted the st holster was the problem and wants to send the st holster in for analysis, along with the two probes involved.

Manufacturer narrative:
Evaluation summary: the holster was returned to the analysis site due to reports of l3-017 error codes. The analysis results found that the holster displays l3-017 green cable error during initialization of functional tests caused by the encoder not working properly. The site calibrated the pcb board and replaced the encoder to correct performance issues. The holster was repaired and passed the electrical safety testing, functional testing, and meets specifications. The holster was returned to the customer.